Event description:
The manufacturer received information alleging a ventilator was not providing necessary tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. There was evidence of contamination inside the unit. The device's blower motor was replaced and the flow sensor assembly was cleaned to address the issue.